Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 443 mg/dl and current blood glucose was 167 mg/dl. Customer treated high blood glucose by injection and declined troubleshooting for it. Customer also reported no delivery alarm and was resolved by changing complete set of reservoir and infusion. Customer wearing the pump and stated that, he changed the site and states it is still giving a no delivery and states he has been running highs as a result. Customer advised to call back if issues persist with highs. The device will not be returned for analysis.